Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast though not verified, patient was implanted with virtue sling on (B)(6) 2011. Later patient reported experiencing onset of urinary urge incontinence. Subsequent medication and medical treatments were prescribed.